Event description:
The wife of this patient was visiting her husband and while walking out of the unit to go home she slipped and fell and injured her right arm. Upon investigation, water was found on the floor in front of the room all the way through the unit to the door. It seems the dialysis machine that was used in the room was leaking when she took the machine out. Our dialysis that was used that day on that specific patient was inspected and no leaks were found. The water in the hallway was un-witnessed by anyone and could have come from other sources.